Manufacturer narrative:
If informtion is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the physician accidentally cut the proximal end of the this right atrial (ra) lead using electrocautery. It was noted that before cutting this lead, lead performance and function was excellent. This ra lead was explanted. No additional adverse patient effects were reported.